Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The removed power pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was due to a shorted integrated circuit chip, designator u5.

Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.